Manufacturer narrative:
This report is submitted on july 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a burning sensation with device use following sustaining a fall and a head trauma; troubleshooting did not resolve the issue. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.